Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. During device inspection there were no issue found with the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed.the customer reported that users were unable to remove medications from issuing the necessary medication, an oxycontin 40,which led to a delay medication of 15 minutes.there were no adverse events or injuries reported based on incident.